Manufacturer narrative:
The review of provided data confirmed the reported issue: on (B)(6) 2025, there is a warning for excessive charge time. The subject device was implanted on (B)(6) 2018. The data from the in-clinic follow-ups on (B)(6) 2019, (B)(6) 2020, (B)(6) 2022, (B)(6) 2022, (B)(6) 2023, (B)(6) 2024 and (B)(6) 2025 were provided and investigated. The remote data from (B)(6) 2025 and (B)(6) 2025 were retrieved and investigated. On (B)(6) 2025, a warning for excessive charge time is displayed. The time to rrt is not displayed, and the charge time is displayed 15 seconds and erroneous data are also displayed. The investigation of the data provided from (B)(6) 2925 showed that during the reading of the data, one beat was not read and triggered the corruption of the data. The ¿excessive charge time¿ warning was raised due to the reading issue that occurred during the interrogation if the subject device on (B)(6) 2025. The remote data from (B)(6) 2025 are normal and confirm the issue during the reading of the data on (B)(6) 2025. One beat was missing during the interrogation of the subject device on (B)(6) 2925 and triggered erroneous data and the reported warning. When this happens, leaving the current session and starting a new interrogation of the active device is a possible workaround. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, there is a warning of excessive charge time. It has been measured and is 14 seconds. The parameters and the data are normal. The patient had MRI exams in 2020 and 2024. Are there similar cases? What is/are the potential cause(s)? What is recommended (in-clinic follow-up, explantation ...)?